Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identified potential lots of this prod shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. In addition, the batch records review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt reported finding moisture on the tubing set following his treatment. The pt was advised to contact his pd nurse, the set was not made available for eval. During f/u the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.